Event description:
It was initially reported that the device logged multiple event codes and had its service wrench illuminated. After an evaluation by physio-control's failure analysis center, it was observed that the device would intermittently log an event code which causes the device to not have the ability to deliver therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the intermittent failure. Physio determined that the cause of the reported failure was due to a broken solder joint on leg 83 of an integrated circuit chip, designator u16 from the main pcb assembly. The main pcb assembly was replaced and proper device operation was observed through functional and performance testing. The device was returned to the customer for use.